Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is not delivering insulin fpr a correction. The customer's blood glucose reading was 382 mg/dl at the time of incident. Troubleshooting advised customer about bolus history and settings. Customer hung up phone and no further troubleshooting occurred.